Event description:
Additional information received reported that the physician stated that this event was related to the device and the procedure. The physician also believed that the cause of death was due to the ruptured aneurysm.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that this patient presented to the emergency room with abdominal pain. The physician did an angiogram and the patient began to cough and the physician thought that this ruptured the patient¿s aneurysm. The patient¿s blood pressure began to drop significantly. The physician¿s belief was that the patient had a type I endoleak from the aortic neck. This patient had a very marginal neck when treated at the original date. The physician then took the patient to the operating room; the patient was reportedly in cardiac arrest by that time. The physician opened the patient to do an open repair and the patient expired on the table. The physician did not state that the type I was related to the device, but probably due to disease progression of the aortic neck, since the patient had a marginal neck length at the time of the procedure. It was again noted that the physician believed that the patient ruptured his aneurysm due to a type I endoleak, which also resulted in the cardiac arrest. Additional information received reported that the stent graft was not explanted and would not be returned.